Manufacturer narrative:
Updated sections: b4, e1(name), e2, e3, g3, g6, h2, h10, h11.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check , the cardiosave intra-aortic balloon pump (iabp) unit battery no charging. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. One battery module not charging. Fse checked it for charging more than five hours but one battery module still did not increase it¿s charging . It was suspected that battery may have gone defective and needs to be tested, also advised customer to put the unit on mains for charging. After three days of unit on mains supply for charging, now both batteries have become charged. Fse checked the unit on battery backup more than 60 minutes. Now it¿s working satisfactory. No need to change battery. Handed over the unit to the customer in good working order.